Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, coronary artery bypass graft (CABG) surgery occurred. The index procedure in (B) (6) 2005, treated the target lesion located in the mid left anterior descending artery (lad) with 2.75 mm reference vessel diameter, 28 mm in length and 85% diameter stenosis. Treatment included balloon angioplasty and deployment of a study stent. In (B) (6) 2006, the subject underwent a pci for complaint of angina pectoris. The non-target 99% stenosed lesion located in the 2nd obtuse marginal (om) artery was treated with balloon angioplasty and a non bsc drug eluting stent. (B) (6) 2007, the subject required a revascularization in the non-target lesion for treatment of an myocardial infarction (mi). The 2nd om was treated with balloon angioplasty and a taxus express2 stent. Stenosis was 99% pre-treatment. (B) (6) 2008, the subject was hospitalized for congestive heart failure (chf). The patient had stopped his plavix and coumadin the week before and began to experience significant increase in his shortness of breath and progressed to chf. The patient underwent an angiography study and the lad target lesion vessel was noted to have a 75% ostial lesion and a patent mid vessel stent. The left circumflex had an ostial 75% stenosis. The 1st om had 50% stenosis and the 2nd om with a 50% ostial lesion and patent proximal stent estimated at 60% in the mid vessel. The right coronary artery had a 50% ostial lesion with a long in-stent 50% stenosis. There was ulcerative plaque in the proximal posterior descending artery. The subject eventually underwent a CABG in (B) (6) 2008, which included both the target vessel (mid-lad) and non-target vessels (prox cx, 1st and 2nd om). Seven days post op the patient developed respiratory insufficiency secondary to volume overload and developed renal failure and was transferred to ccu 2 days later for respiratory distress and hypotension. The next day an echocardiogram revealed a pericardial effusion with an organized blood clot in the pericardium. The patient opted not to undergo an operative procedure to remove the clot. Three days later, a cardioversion was performed and the patient converted to normal sinus rhythm after one 200j shock. Five days later, the patient again developed acute shortness of breath and a thoracentesis was performed. The patient also converted back into atrail fibrillation but had a controlled ventricular response. The 24th day post operative, a repeat echocardiogram was performed and showed a mild pericardial effusion, no tamponade and an ef of approximately 50%. The patient was discharged to home that day.

Manufacturer narrative:
(B) (4). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.